Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call about the high blood glucose levels. Customer¿s blood glucose value at time of incident was 461 mg/dl and current blood glucose value was 262 mg/dl. Customer said that he had to use manual syringe. Customer stated that the infusion set was kinked and sugar was 250mg/dl. Troubleshooting was done and everything passed. Insulin pump will not be returned for analysis.